Event description:
The hcp reported the pt presented 2 - 3 months after implant with redness, swelling, "hot and n/v." A culture of the device pocket was done. The results were not reported. The patient was treated with IV antibiotics and system explant. The infection resolved.